Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted; give date: unknown/not provided. Reporter phone: (B)(6). Manufacturer telephone number: (B)(4). Device evaluated by manufacturer: the intraocular lens (iol) was not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after post op visit, patient did not see well. Surgeon, in a secondary surgical intervention explanted the lens. No patient injury reported. No further information available.